Manufacturer narrative:
According to the provided product experience report, there was no sample to be returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause is not possible. Several complaints for this part number have previously been received regarding a cracked hub and CAPA: (B)(4) was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC placed on (B)(6) 2023, date of event: on (B)(6) 2023. ¿I have a PICC line placed on (B)(6) that cracked and had to be removed lot#: 11438264.¿